Event description:
After 2 days of iab therapy, alarms sounded and blood was noted in the tubing. The iab was removed and replaced. No pt injury or further complications occurred as a result of this event. No further details or pt info is available.